Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There were no button error alarms noted. There was no display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with a missing end cap sticker, cracked battery tube threads, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she got her insulin pump wet in the pool. Customer was receiving a button error alarm. Customer's blood glucose was 98 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.